Event description:
Hillrom received a report from the account stating that the eli 380 device would drop connection to the wireless network. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hillrom performed testing with the customer and electronic health record provider, cerner in an attempt to evaluate and identify the connectivity issues. A temporary eli link system was installed on the local network. Testing on the eli 380 device was performed and worked as designed. It was recommended that auto-sync should be enabled on the devices. The customer reports that they have now run tests with their four carts and have had no recurring problems with downloading orders or transmitting ECG results. All carts had auto-sync enabled and the ping disabled. Based on this information, no further action is required as troubleshooting and enabling auto-sync has resolved the issue and the devices are functioning as designed.

Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. If the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction. No further information is available on the investigation of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating that the eli 380 device would drop connection to the wireless network. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).